Event description:
The customer reported that the buttons were unresponsive after removing and reinserting the battery. Then the customer changed the battery and got low battery alarm several hours later. The blood glucose was 166mg/dl. Troubleshooting was performed and none of the buttons were responding. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display followed by an unexpected and constant audio alarm due to faulty component on the motherboard. Unable to verify button keypad anomaly due to frozen screen. The device was received with cracked case at the display window corners.